Manufacturer narrative:
Unchecked "user facility". Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the unit passed visual examination and functional testing. Log file analysis revealed multiple premature battery switching events involving (B)(4); the power switching events could be confirmed during bench testing. The reported event of a bent pin on the power connector could not be confirmed. The reported bent pin was not confirmed during bench testing; visual inspection of the power port connectors did not reveal any abnormalities. The most likely root cause of the observed power switching events can be attributed to communication errors between the controller and batteries. Heartware has opened an internal investigation to address the issue of communication errors between controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the clinic that the patient called complaining of having "low battery with low priority alarms at home on right side of controller port". Patient made appointment with clinic for follow up. As per the clinic "patient was having battery issues with multiple power changes and battery depletions, on right side of controller port only". It was noted that there was a "bent pin in the battery port connection on the right side of the controller". Clinic went ahead and performed a controller exchange with no reported consequences or impact to patient. No further information available. Investigation is ongoing.